Event description:
It was reported that during a heavily tortuous distal left anterior descending (dlad) artery stenting procedure, the stent dislodged from the balloon in the proximal (p) lad. The physician was unaware and brought the delivery system to the dlad. At that point, it was noted that the stent was dislodged from the balloon and was found in the plad. The physician was able to get the balloon into the dislodged stent and deploy it in the diseased plad. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.